Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer indicated that they would contact their healthcare provider for a backup method of insulin delivery.